Event description:
A patient reported blood glucose results of "270__ mg/dl" with a lifescan meter and "_189_ mg/dl" on a laboratory device, performed within _10_ minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.